Event description:
It was reported that the customer was hospitalized three times due to diabetic ketoacidosis. The reported blood glucose reading was over 500 mg/dl. The customer declined to perform troubleshooting. The customer's doctor stated that an issue with the infusion set may have caused the event. Nothing further was reported.

Event description:
Additional information received indicated the patient experienced erosion of a subcutaneously placed lead through the skin. The patient continued to experience persistent headaches that were much higher. The hcp tried on a couple of different instances to take a more conservative approach, attempting to salvage the implanted lead. The shocking was felt to be secondary to the distal-most electrode communicating with the dermis directly. The hcp eventually replaced the lead, and the patient was quite happy with her therapy.

Event description:
Additional information showed that the patient had x-rays done. The lead was repositioned on (B)(6) 2009 and was explanted on (B)(6) 2009. The patient recovered without sequela.

Manufacturer narrative:
Product ID: 377860, lot# v261578018, implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type: lead; product ID: 3987a, lot# n175237, implanted: (B)(6) 2010, product type: lead; product ID: 3987a, lot# n189095, implanted: (B)(6) 2010, product type: lead. Leads: n175237 and n189095. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reiterating the previous report of their ¿wires popping out¿ two timed and stating that when they replaced the leads with paddle leads they got an infection. The patient stated that they had about 15 to 16 revisions on the leads to make the stimulation work. The patient had no idea what day, month or year this occurred. No further complications were reported/anticipated.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.